Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary treatment procedure was performed when the incident happened. The procedure was completed by repairing the issue. The philips field service engineer (fse) analyzed the system onsite and confirmed that there is an issue with dcr position. After reviewing the log file fse did not found any geometry malfunction. The system has an issue with dcr and position recall. Fse performed all frontal stand position and current calibrations. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when the user brings the intensifier down towards the patient, it does not stop when using the automatic function. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.